Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Event description: this record was auto submitted by the ecn on behalf of the user. Information may be incomplete. Ecn event description: patient was a redo, previous rf ablation 4 years ago. Used farawave to ablate lspv and portion of the pw. Physician used rf to ablate anterior mitral line and focal areas on the septum. Then used farawave to ablate svc and cti. Notice patient blood pressure dropped significantly then observed pericardial effusion on ice. Nurse unable to detect pulse in arm and physician called code blue and started CPR. Pericardiocentesis was performed. Patient stable and recovered. Patient present at time of event? Yes. Patient complications: pericardial effusion in the physician's opinion, did the device or procedure cause or contribute to the patient complication? Unknown. Medical or surgical interventions: pericardiocentesis patient admitted to hospital beyond the standard of care: yes. Patient discharged from hospital: no. Patient outcome: expected to fully recover procedure number: (B)(4)event date: (B)(6) 2026.